Event description:
Correction - the patient stated that l4-l5 was ¿all messed up¿ and eventually they ended up in the hospital around (B)(6) 2013 because the pump had to be moved.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had a revision about six months prior to the report where they went to the hospital for the pump and the ¿pump was moved from the back to the front¿. The patient stated they ¿felt like they were choking¿ when they went to the hospital. The medication used within the system was baclofen.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).